Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed "cassette not attached properly." Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, calibration testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have displayed, "high alarm displayed: cassette not attached properly." In manufacturing mode, the downstream occlusion (dso) sensor had a low mv value of 1 mv with fluctuating numbers when pressure was applied. However, the dso sensor failed the calibration test, and when performing the psi pressure test, the pump alarmed, "cassette not attached properly, reattach cassette." The most likely/suspected cause of the customer reported problem was an intermittent dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.